Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm and resumed insulin delivery. Subsequently, it was reported that the customer experienced an elevated blood glucose (bg) level in the 500s mg/dl. A correction bolus was delivered to address bg. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue.